Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred and the planned coronary procedure was completed by restarting the system. Analysis of system log file does not show any errors. The philips remote service engineer (rse) analysed the system remotely and confirmed that the wi-fi indicator on the footswitch was red and the battery indicator was green, which indicates that there was a wi-fi connection problem between the wireless footswitch and wireless base station.intermittently the wireless connection between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode. When the base station or footswitch is in error mode it blocks x-ray switching functions by means of the wireless footswitch. Other options like the wired footswitch or hand switch can still be used when available. Philips has initiated a medical device correction/field safety corrective action by providing customers with a medical device correction z-2485-2023.the correction has been implemented and the system has been returned to use in good working order.the codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion 7 m12 system failed to expose. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-06/23/2023-004-c, which addresses the causes associated with the reported malfunction.